Event description:
The doctor indicated that the zirconia abutment fractured. It was also reported at that the patient did not suffer an infection or patient injury.

Manufacturer narrative:
At the time biomet 3i became aware of this event, it was not considered reportable. Subsequent review of reporting policies has determined abutment fractures for this product type should be reported as malfunctions. This event was identified as one requiring retrospective reporting based on a recent audit of complaint data and enhancements made to reporting policies applicable to abutment fractures. Investigation results: upon visual inspection, found that a portion of the ceramic side on this cap454 as fractured, therefore does not engage into mating components properly.